Event description:
The account alleges that the bed exit will not function, resulting in the bed exit not alarming.

Manufacturer narrative:
The technician discovered that the intermediate connector from the analog board was partially disconnected. The technician reseated the connector, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.